Manufacturer narrative:
(B)(4). Corrected data from evaluation changes the words " anticoagulant powder" to "vacuum power". Evaluation other (B)(4) - red blood cell clots found in cell-dyn 1800 tubing and collection tubes with no vacuum power present. The customer reported finding some edta collection tubes with no vacuum power in it. The customer used those tubes and had low plt results. The customer redrew new samples with a new collection tube with vacuum power in it and had no issues with the plt results.

Event description:
The account generated a falsely depressed platelet result (10 k/ul) on the cell-dyn 1800 analyzer that repeated in the normal range. A dispersional data alert was displayed for the falsely depressed platelet result. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Other text : an investigation is in process

Manufacturer narrative:
(B)(4): red blood cell clots found in cell-dyn 1800 tubing and collection tubes with no powder anticoagulant present a field service representative (fsr) replaced a clogged silicon tubing (s2) for the premix cup bubble mix. The fsr proceeded to perform precision, ran quality controls, calibration, and all passed. The fsr performed preventive maintenance on the instrument as well. The instrument was performing within specifications. The customer reported finding some edta collection tubes with no powder in it. The customer used those tubes and had low plt results. The customer redrew new samples with a new collection tube with powder in it and had no issues with the plt results. The customer was sure that the issue was related to the sample collection tube and had already contacted the manufacturer. The instrument was performing within specifications. The cell-dyn 1800 system operator's manual was reviewed. Specimen collection/processing, problem identification/corrective actions, clotted specimens and low platelet result instructions were provided. A non-statistical trend (nst) review was performed and reviewed for the reported issue. No nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue.